Manufacturer narrative:
The device was not returned for evaluation . We are unable to determine if any malfunction or other product condition could have contributed to the reported event. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose ranged between 350 and 400 mg/dl all week, and on (B)(6), he had a blood glucose reading of 362 mg/dl, so he went to the hospital for treatment. The hospital was able to get his blood glucose level down to 89 mg/dl. He woke up on a 10/20 with a blood glucose level of 420 mg/dl. He stated that he has been stressed at work and at home.